Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that the implanted neurostimulator (ins) was dead, and that they had been trying all weekend to get it to charge, but all they get is 'no device found'. Agent asked event date, and pt said 'over the holidays' (clarified of new years), although agent was uncertain if before or after 2024. Patient said they went through the setup process screens for 15 minutes, but that did not resolve the issue and kept sending them back to no device found screen. Patient service specialist had patient reset the controller and check for damage to recharger plug/cord and controller port; patient did not see any damage. Patient then started a charging session and reported no device found. Patient pressed recharge and entered passive recharge mode (prm), and reported numbers 98 to 95 (changing as paddle moved a bit) and green light flashed on controller. Agent reviewed information about passive recharge and pt will try for a maximum of 3 cycles @ ~10 minutes tonight to get ins charging normally, as all checked out and seemed to be behaving normally. Pt will call back if unable to progress through prm to charging normally. Patient sent a letter in response with updated information. Patient updated the serial number of the device. They said they first noticed the "no device found message" about 11-2023 and that the issue has not really been resolved. The battery still takes forever to charge - 1 to 1.5 hours and will only read 30%-40%. It got very hot along the cord. The patient also has to move the device in order to get a strong connection and then it will disconnect even though no movement occurred.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.